Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardiac monitor failed to be interrogated. The implantable cardiac monitor was not used and the patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Analysis of device image and session record indicated battery voltage was above elective replacement indicator (eri) level and device had exited shipped settings 45 weeks prior to the analysis date, consistent with remaining battery capacity gauge display noted. Further analysis performed found no anomaly, the device was able to be interrogated successfully throughout analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.